Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a 20x10 mm axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a gastric outlet obstruction caused by a pancreatic mass during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange of the 20x10 mm axios stent was attempted to be deployed, but it was slow and sluggish, and the physician inadvertently pulled the distal flange back into the stomach. The stent was removed, and a 15mm axios stent was then used (subject of this report), which deployed correctly. However, this stent was also removed because it was not implanted in a correct position. Given these challenges, the decision made was to send the patient for a different surgical gastrojejunostomy, hepaticojejunostomy and percutaneous transhepatic cholangiography (ptc). No patient complications were reported as a result of this event and the patient has since been discharged home. Note: it was reported that the device was intended to be placed to treat a gastric outlet obstruction during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of surgical intervention performed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent positioning issue and surgical intervention. The device was not returned for analysis as it was discarded; therefore, a technical analysis could not be performed. However, stent positioning issue and surgical intervention are noted within the IFU as a possible adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for evaluation because the device was discarded; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a gastric outlet obstruction during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be used for gastrojejunostomy. Additionally, stent positioning issue and surgical intervention are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent positioning issue and surgical intervention were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.